Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text and instrument history, a search for similar complaints, and a review of labeling. The power supply unit was not returned for examination due to being discarded. Therefore, no identification can be made as to the exact cause of the event. A review of the analyzer's service history did not identify any similar complaints relating to the power supply. Tracking and trending did not identify an adverse trend for the system control center (scc) power supply smoking. Labeling was reviewed and found to be adequate. The architect scc is certified to the appropriate international safety standards. Based on the evaluation, no deficiency was identified for the complaint issue.

Event description:
The customer stated the monitor of an architect i2000sr analyzer went blank during testing, a noise was heard from the system control center (scc), and smoke was observed from behind the scc. After that, there was no sound from the scc and the customer was unable to start up the architect analyzer. The customer was instructed to unplug the analyzer. Abbott field service replaced the power supply to resolve the issue, and confirmed normal function of the analyzer. There was no adverse impact to patient management reported. There was no injury to personnel reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.